Manufacturer narrative:
The evaluation of the device found that the loop was broken off at the distal tip. There was evidence of char marks and stains noted on the posts on the distal end of the device. This type of damage can occur when the loop is subjected to impact damage due to excessive force being used to move tissue during the procedure, and or can occur when the loop wire comes in contact with metal surface while the device is being activated. The instruction for use states, "when attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged. If any damage to the insulation at the electrode's distal end becomes visible during use, replace the electrode with an undamaged electrode. Otherwise there is a risk of injury for the patient and/ or user."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. The OEM performed a quality control review for the reported lot number of the hf resection electrode that was used and no anomalies were found. Furthermore, it was reported that was used in combination with an incompatible telescope model a2032a. As a result the loop wires of the electrode broke off and the resectoscope was damaged. Therefore the reported event was attributed to abnormal use and off label use.

Event description:
Olympus was informed that during an unspecified procedure, the loop broke off and fell inside the patient. No further information was provided. The procedure was successfully completed. There was no patient injury reported. Olympus followed up with the user facility via telephone and in writing to obtain more detailed information about the reported event but with no results. This is one of five reports.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented. Please cross reference MFR#: 2951238-2015-00263, 2951238-2015-00264, 2951238-2015-00266, 2951238-2015-00267.